Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4)

Event description:
A purchasing manager reported that following the completion of an intraocular lens (iol) implant procedure, the iol optic was found to be scratched. Additional information has been requested.